Event description:
Pt reported falling a lot and has new, extreme right leg pain. The neurostimulator pocket is "swollen" according to pt but had not had the site checked by an hcp as of december 2006. No report of device explantation. Add'l info was requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd.